Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was a new pump user and due to the basal rate settings being too high for the customer experienced blood glucose (bg) levels ranging from 40 to 54 (mg/dl). Juice was consumed to treat the bg level. Reportedly, the customer consulted with healthcare provider regarding adjusting the pump settings.